Event description:
It was reported that during a pulmonary arteriovenous malformation (avm) procedure, withdrawal difficulty and coil positioning/placement difficulties were experienced. The anatomical location was the pulmonary artery. The ICD vortex diamond coil 2x4mmx4.1cm was advanced to the artery. The physician had problems pulling back the coil, and the coil caught on one of the previously placed coils. The physician opted to deploy the coil where it was, which was migrated slightly from where he intended. The procedure was completed with this device. No additional intervention was performed. No patient injuries or complications were reported. The patient status is reported as "fine." Further information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.